Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a hip valgisation osteotomy procedure in a patient diagnosed with short femur compared to other and extremely limiting hip angle. It was reported that there was off label use of bmp2 in orthopedic pediatric use. Product was implanted in neck of femur. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G4: please note that this product 751090002 (inductos 751090002 4mg ch) is not marketed in the united states; however, it is similar to the united states marketed device 7510800 (infuse® bone graft). Additional codes: annex g - g07002 (recombinant human bone morphogenetic protein) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.